Event description:
It was reported that (1) device was used during an anterior bowel resection. It was reported by the affiliate that the tx60b misfired. No further info available on this event. The device was discarded as pt had hepatitis. Another device was used to complete the case. There was no consequence to the pt.